Event description:
Per hospital staff, the patient is reporting that the blinking/ absence of light occurs while plugging freedom home a/c power supply into the battery charger, not his fd power adapter. Device was not in patient use at time of complaint.